Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the aortic bioprosthesis was explanted at implant and replaced with a smaller 19 mm valve. Through follow-up with healthcare provider, the operative report indicates, "after aortic valve replacement with 21 pericardial valve, there was persistent moderate to severe mr. In addition to this were some st-segment changes. We were concerned that the 21 aortic valve was oversized. It was noted that the aorta basically lacked size and shape and was essentially a straight line from the annulus into the aortic wall and we were concerned that this may have led to compression of the left main. Because of these findings and because of persistence of the mr, cardiopulmonary bypass was reinstituted and a #19 aortic valve replacement conducted using a pericardial valve and a mitral valve repair with a #26 physio ring".

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections without device return and evaluation (discarded), no additional investigation can be performed into the root cause of this event. The investigation reveals no device quality deficiency that may have caused or contributed to this event.